Manufacturer narrative:
The actual device was not available; however, three photographs were provided for evaluation. Visual inspection of the provided photos showed the screen of the machine during the treatment and were aligned with the data of the log files. The event history log review showed that the clotting alarms were triggered when the disposable set arrived at its maximum allowed life span. The device performed within the specification limits. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately four days into continuous renal replacement therapy (crrt) in hemodiafiltration (cvvhdf) mode (connected to extracorporeal membrane oxygenation circuit), with a prismaflex control unit and a prismaflex hf20, on a pediatric patient, the set clotted, resulting in blood loss 15 hours into treatment. The amount of blood loss was not specified. Treatment was restarted the following day (twenty-nine hours into this treatment), the filter clotted resulting in an unspecified amount of blood loss. Treatment was discontinued. The patient required packed red blood cells transfusion for the event. The outcome was not reported. No additional information is available.